Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds, loss of capture, and low impedance. It was also reported that there was suspected fracture on the ra lead and the right ventricular (rv) lead. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that both leads exhibited crush syndrome. After explant a large disruption in the insulation was discovered on the right atrial (ra) lead. It was also noted that the stylet was impossible to advance into the lumen as far as expected. The right ventricular (rv) lead was noted to have partial damage of the external insulation and the helix was damaged during the extraction.